Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, white foreign material was found inside the air/water cylinder and air/water tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the air/water cylinder and tube, but the type of the material could not be identified. A leakage due to abrasion of switch 1 may have resulted in improper reprocessing, hindering the foreign material from being removed; however, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.